Event description:
Inbound. Patient reports no disposable clamp tubing alarm with 1 cadd legacy pump serial number (B)(4) and 1 cadd cassette 100 ml with flowstop. No cassette information available. Cassette with 9 milliliter reservoir volume at the time of the alarm. No further details provided.